Event description:
It was reported that the patient presented to the emergency department (ed) in sustained ventricular tachycardia (vt) and required external cardioversion. Review of the remote transmission showed the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on current and stored electrograms (egm), at times possibly resulting in false atrial tachycardia/atrial fibrillation (at/af) detection and inappropriate discrimination/withholding of therapies. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for true vt episodes that were detected as supra ventricular tachycardia (svt) and sinus tachycardia. In addition, possible loss of capture was noted on the left ventricular (lv) lead. The crt-d and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 218775c lead; implant date (B)(6) 2001; dtpa2d4 crt-d; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.